Event description:
It was reported that the single use aspiration needle's locking mechanism was jammed during an unspecified procedure. The subject needle has been kept, and the procedure was completed using a new needle. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was noted that the snap lock in the handle was disengaged causing the needle to not be able to be retracted. There was no issue found with the locking mechanism, it was able to be locked and unlocked as intended and slid up and down as intended. The issues the customer reported about the locking mechanism being jammed is likely due to the snap lock failure, this failure causes the needle to be unable to be retracted. The shaft of the needle also had some kinks noted, this damage is likely due to increase force being applied to the shaft. Olympus will continue to monitor field performance for this device.